Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The lcd display cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.